Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient's therapy stopped due to power on reset (por). The patient said that he turned stimulation off on the day of the call and when he went to turn stimulation back on, he saw the call your doctor icon with a por message. Other activities reported that the patient was lying under his truck and he rolled over the implant, but he did not have any pain when he rolled over the implant. Patient service was able to help patient turn stimulation back on, cleared por and was able to get adequate therapy. The patient confirmed therapy setting and said it was on the last setting he had it on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.